Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A log review a sureform 60 stapler instrument (part #480460-12, lot #k12250724-0218) was installed on the system 8 times and fired 8 sureform 60 reloads (2 blue, followed by 6 white). On install 1, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 3-5, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 6, the first two clamp attempts were incomplete. The 3rd clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 8, the stapler failed to detect the reload color and the user manually selected the white reload color on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors found. Note: please refer to medwatch report (MDR) with MFR. Report #2955842-2026-20981 for the MDR submission of the event reported against a sureform 60 blue reload.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileal bypass with sleeve gastrectomy (sadi-s) procedure, bleeding on a staple line was observed. A sureform 60 stapler instrument and sureform 60 blue and white reloads were used during the case. The procedure was completed robotically. The following information is unknown: what specific tissue was involved with the staple line bleed, the cause of the complication, the estimated blood loss associated with the bleeding, what specific medical intervention (if any) was rendered due to the complication, and the patient's current status. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.